Event description:
Patient presented to our office with complaints of a malfunctioning vns device. Patient reported that she felt the device going off and felt that the stimulation was ¿more intense¿ than normal. The patient felt like the device was continuously ¿going off¿ and would not stop. Patient states that this was so intense that she was gagging and felt like she was ¿being choked¿. Patient reported difficulty breathing. Patient reported that she tried to tape the magnet to the generator which should turn the device off but it did not. Patient denied any trauma that may have caused device malfunction. Upon interrogation it was found that the battery was turned to have gone from 25-50% on (B)(6) 2024 to 8-15%. Vns company rep was immediately notified of issue. The device was reported to device engineer per vns rep. Adjustments were made to device setting and it was recommended that the generator be replaced. Patient did have generator replacement.